Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 30mm in diameter abdominal aortic aneurysm. (The patient had embolization of the ima and lumbar arteries earlier to resolve type ii endoleak.) It was reported that a follow up CT scan found that the patient's right common iliac grew, lost distal apposition to the vessel wall resulting in a distal type I endoleak. The physician performed an intervention and the right hypogastric artery was embolized to allow the implant of an endurant ii16/13/124 limb into the right external iliac artery. The intervention achieved complete seal of the right common iliac aneurysm. The physician stated that the patient had disease progressive dilation loosing distal seal though the graft maintained seal in the proximal right common iliac. No additional clinical sequelae were reported and the patient is fine.